Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient stated they had an issue with the sensor adhesive patch and indicated that they did not insert a new sensor right away. The patient then experienced hypoglycemia that required hospitalization. It was indicated that while in the hospital, the patient¿s sensor was off. Additional patient or event information is not available.